Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced a bladder infection. The pt was on her second round of antibiotics. Add'l info received from the health care provider that the infection was not related to the interstim surgery.